Event description:
Report received of "no delivery, no flow." The pump was in use with a homecare pt and returned to the pharmacy department with a note that stated, "display shows volume infused but there is no delivery, no flow." No specific programming parameters, pt info, or event details were provided. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.